Event description:
It was reported that iv3000 10x12 has some lift ups issues and it is not sticking properly. Sometimes on the same day of application or the day after it gets lifted up. This was found while being used on a patient. A delay greater than 30min was reported but a back-up was available to continued treatment. No patient harm.

Manufacturer narrative:
The device used in treatment has not been returned for evaluation, with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Probable causes include raw material or product failure the manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range